Event description:
According the reporter, the loop knot of the suture was broken. Patient involvement was unknown during this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: per additional information received occurred during a c section. During skin closure while the surgeon was suturing with a sub cut technique. The suture loop broke at the beginning of the closure when the first initial "knot" was made. A new suture was used to complete the case. No patient injury.